Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device presented to the hospital with heart rates in the 30's. The patient was reported to have fallen. Upon interrogation, the device was also unable to obtain impedance measurements on either lead. Myocardial capture was unable to be obtained. The device had displayed varying longevity estimates. A save to disk was performed and sent to boston scientific for analysis. Analysis revealed that the device had experienced a system reset. Device explant was recommended and performed. There were no additional adverse patient effects reported. It was reported that the device was not to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this device had no telemetry or pacing output. The pulse generator case was removed, no irregularities were found. Detailed analysis was performed however, the cause of the device reset and premature battery depletion (pbd) was unable to be determined. Laboratory analysis was inconclusive.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
Additional testing was performed on the battery cell to determine root cause. The cause of the reset and premature battery depletion was found to be due to an intermittent short in the battery cell.